Manufacturer narrative:
Not returned.

Event description:
A physician reported that upon follow up x-ray imaging, two xia 3 titanium blockers migrated, and therefore a screw and a diapason rod disassociated post-operatively. Revision surgery was performed. This record represents blocker 2 of 2.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per xia IFU: the surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Once implanted, the implants are subjected to stresses and strains. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. As the devices were not returned, a definite root cause cannot be determined. It was reported that the patient experienced a fall, which could have caused or contributed to the blocker migration causing the rod to slip out. Other possible root causes from the risk file include blocker over/under tightening, excessive post op activity, blocker off loading, poor fixation construct, and/or poor bone quality.

Event description:
A physician reported that upon follow up x-ray imaging, two xia 3 titanium blockers migrated, and therefore a screw and a diapason rod disassociated post-operatively. Revision surgery was performed. This record represents blocker 2 of 2.